Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The retriever was returned loaded into the stryker microcatheter used during the procedure. The reported complaint was confirmed based on analysis. Visual inspection was performed on the retriever and it was observed the proximal section was protruding through the proximal end of the catheter. The retriever was jammed in the microcatheter. In addition, excessive kinks and damage was seen to the catheter shaft. The returned microcatheter was filled with procedural fluid and attempts to flush the device to remove the retriever were not successful. Functional testing could not be performed due to the damaged condition of the returned device. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed, it is likely that the damage to microcatheter shaft was due to difficulty in withdrawing the retriever, therefore, a probable cause of ''caused by other' will be assigned to the reported issue.

Event description:
It was reported during the thrombectomy procedure of the middle cerebral artery (mca), the stent retriever (subject device) could not be withdrawn from the patient vessel. The reported event required an aspiration catheter to remove the stent. The procedure was successfully completed with another device with no consequences to the patient.

Event description:
It was reported during the thrombectomy procedure of the middle cerebral artery (mca), the stent retriever (subject device) could not be withdrawn from the patient vessel. The reported event required an aspiration catheter to remove the stent. The procedure was successfully completed with another device with no consequences to the patient.